Event description:
Hill-rom received a report from a hill-rom technician stating pt right head side rail won't go up and it won't latch. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom service technician inspected the bed and found that the cause of the side rail unable to be raised and latched were broken side rail pivot arms. The side rail was replaced and the bed functioned as expected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds.